Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.  Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. The customer blood glucose level was 12 mmol/l at the time of incident. Customer alleging possible insulin pump was under delivery because customer getting bolus. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring = black. Customer returned pump for an alleged possible under delivery, high blood glucose and bolus wizard anomaly found on (B)(6) 2022. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08735 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2022, there is no unexpected alarms/suspends noted and found bolus wizard delivery of daily total of bolus insulin delivered = 15.1 u. (B)(6) 2022 05:38:10.000 normal bolus delivered normal bolus amount programmed = 0.5 bolus amount delivered = 0.5 (B)(6) 2022 07:39:30.000 normal bolus delivered normal bolus amount programmed = 2.6 bolus amount delivered = 2.6 (B)(6) 2022 11:31:08.000 normal bolus delivered normal bolus amount programmed = 2.5 bolus amount delivered = 2.5 (B)(6) 2022 13:28:14.000 normal bolus delivered normal bolus amount programmed = 1 bolus amount delivered = 1 (B)(6) 2022 15:21:52.000 normal bolus delivered normal bolus amount programmed = 2 bolus amount delivered = 2 (B)(6) 2022 17:15:22.000 normal bolus delivered normal bolus amount programmed = 2.5 bolus amount delivered = 2.5 (B)(6) 2022 19:58:32.000 normal bolus delivered normal bolus amount programmed = 2.5 bolus amount delivered = 2.5 (B)(6) 2022 21:14:36.000 normal bolus delivered normal bolus amount programmed = 1.5 bolus amount delivered = 1.5 the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. The bolus wizard feature was functioning properly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, force sensor, motor or vibrator assembly noted. Force sensor zero offset within specification (23.4 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery and bolus wizard anomaly were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.